Manufacturer narrative:
According to the technician's statement, the issue with water contamination was related with connected humidifier being filled with water above the allowed level. The excess water caused it to overflow through the inspiratory section onto the pneumatic back-plane. The contaminated board was cleaned and dried. The device passed all performance tests and was returned to clinical use. Pneumatic back-plane is an interconnecting board including connectors for cables to the gas modules as well as to the safety valve and to the o2 sensor/cell and the temperature sensor, which are located in the inspiratory section. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. Unfortunately, the device's logs have not been provided, no further analysis has been possible. Our conclusion is that the cause of this issue has been established as accidental damage and was related with water contamination from humidifier.

Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).